Manufacturer narrative:
Correction information: b4: date of this report - updated, g6: follow-up #: 1, h2: if follow-up, what type? - updated, h3: device evaluated by manufacturer - "no" to "yes", h6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI), h4: device manufacture date, h11: evaluation summary. Evaluation summary: the event that occurred is that the endoscopic image was not output from the processor to the monitor, although text information was displayed on the monitor screen. Based on the investigation, a potential root cause of this failure is breakage of the limit switch (a component that detects scope connection). Due to a limit switch failure, the scope was not recognized and the image could not be displayed. This failure was considered a random failure of the limit switch, since the definitive root cause could not be identified and no issues were found during manufacturing. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the processor was manufactured under normal conditions on 30-oct-2024. During in-process inspection, an ada - assembly disassociation was detected, and the tracked subassembly was replaced. The unit then passed all required inspections and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed on 27-feb-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Additional information: according to the customer, the device had functioned during the morning consultations. Based on the onsite response by the service team, the processor was replaced with a substitute unit on the same day, and the malfunction was determined to be attributable to the processor. Although the examination was performed using the replacement unit, a significant delay occurred in the endoscopic procedure. The subject processor is currently stored at the pentax tokyo sales office. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 13-jun-2025, pentax medical became aware of an event involving a pentax medical video processor model epk-3000, serial number (B)(6) in japan. The endoscopic image was not output from the processor to the monitor, although text information was displayed on the monitor screen. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.